Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a discrepancy between the sensor glucose vs blood glucose values, as well as a hypoglycemic event the customer reported a blood glucose value of 401 mg/dl and it was unknown how the customer treated. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn, and mmt-242a, mmt-332a. Troubleshooting for high bgs/under delivery was declined by the customer and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event and using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose and sensor value from reported event was 200 mg/dl and blood glucose the value from reported event was 401 mg/dl and insulin delivery was not suspended due to discrepancy between the sensor glucose vs blood glucose values. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7841zn.